Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154atg defibrillator (B)(6) 2006; 694965 defibrillator lead (B)(6) 2006. (B)(4).

Event description:
It was reported that during a routine procedure, the right atrial lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a routine procedure, the right atrial lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product ID# 4076-52, the full lead was returned. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.